Manufacturer narrative:
(B)(4). The customer decided to retire the ventilator. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.